Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead was damaged. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of damaged helix was confirmed. As received, a complete lead was returned extended with blood/tissue, was also found bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent consistent with procedural damage. Electrical testing was normal.